Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 54 mg/dl. The customer consumed juice and carbs to address low bg level. The customer reported that the cause of the bg level was possible due to exercising. Tandem technical services recommended to the customer to contact their healthcare provider regarding the low bg event.